Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(6) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, dentotape for general oral hygiene (route-dental, lot number 2122d and expiration date unspecified). The consumer was unable to cut the dentotape by a metal clip and when tried to fix and pull out the floss, the entire metal cutter popped out. The consumer mentioned that the cutter breakage did not include inner parts, plastic insert or plastic assembly. The consumer tried to re-insert the broken part, however, was still not able to dispense the floss properly. This report had no adverse event and action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(6) 2013: consumer stated that the metal cutter at the top did come off but he was able to put it back on. A review of the data associated with the complaint revealed no unfavorable trends and no trend involving lot number 2122d. The review of the manufacturing issues, the device history records and the retain sample evaluation did not indicate that the device failed to meet specifications. On (B)(6) 2013 the sample was received from the consumer, open and used. According to the visual evaluation the product received met specification; the cutter was firmly attached to the lid and was in good conditions. The complaint was closed with a disposition of not confirmed. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, dentotape for general oral hygiene (route-dental, lot number 2122d and expiration date unspecified). The consumer was unable to cut the dentotape by a metal clip and when tried to fix and pull out the floss, the entire metal cutter popped out. The consumer mentioned that the cutter breakage did not include inner parts, plastic insert or plastic assembly. The consumer tried to re-insert the broken part, however, was still not able to dispense the floss properly. This report had no adverse event and action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.